Manufacturer narrative:
We were unable to perform displacement test or occlusion test due to missing retainer. The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self test, rewind test, seating test, basic occlusion test and force sensor test. The device was monitored for 24 hours and no blank display anomalies or replace battery now alarms were noted. Power connector plug in and locked in place properly. Power management tool confirms the unloaded voltage and loaded voltage are within specifications. The device was received with broken reservoir tube lip, missing reservoir tube o-ring, minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery and the display went blank. Blood glucose at the time of the incident is unknown. The display remained blank after troubleshooting. The customer was instructed to remove the battery for 2 hours to restart the insulin pump and call back if issue was not resolved. The customer called back later to report the display did not return. It was advised to discontinue the use of the device and to revert to a back-up plan. The insulin pump will be returned for analysis.